Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient¿s hcp dismissed the patient. The patient would go to urgent care or ER for assistance with refill or programming the pump dose down until the patient finds a new hcp. The patient¿s pump was refilled on (B)(6) and they turned it down so the patient had 40 days. At the last refill on (B)(6) the patient was in withdrawal so bad that he was vomiting blood while in the waiting room. Approximately 30-45 minutes following the last refill the patient reported a headache that lasted for 9 hours and also ¿throwing up for hours¿, ¿it was the worst headache of my life¿. The patient called the physician at 0400 and the physician returned the call several hours later at which time the headache had subsided. The patient didn¿t go to the ER, he ¿felt like a million dollars¿. The patient¿s hcp let the pump run out 4 times, the last 4 times the patient was down to enough that the patient had withdrawals and the hcp did not take the patient to the back room until the patient started coughing up blood. The patient stated they were in the middle of a 4 year nightmare. Per the patient the hcp always scheduled the refill appointments when the patient had minimal volume left in the reservoir ¿0.01-0.02 units¿. The patient further stated that the increased pain was due to decreased dose though the patient confirmed there was no concern that the pump wasn¿t working, the pump had been a lifesaver. The patient reported having high blood pressure due to his ongoing pain. On his 4th trip to the hospital his bp was 280/180 and he was losing vision. There were concerns the patient may have a stroke. On (B)(6) 2014 the patient¿s bp was 210/128 and the patient takes losartan and clonidine.

Event description:
The patient was on average 2 days late for the last 3 pump refills. The pump normally had 0.2 or 0.5 ml left in the reservoir. The pump did not alarm even when it had ¿supposedly reached empty¿. The patient had headaches the ¿last times¿ he had his pump refilled. At the last refill 26 days ago, the patient was coughing up blood and went through withdrawal; he ¿was sicker than a dog¿. Prior to the last refill, the patient had run out of dilaudid and 2 other oral medications. The patient mentioned an incident where a child jumped on him during riding lessons causing him new pain in his left leg; the pain was so bad, that his blood pressure was up to 275/175. During his last trip to the ER (emergency room), the patient had tunnel vision and high blood pressure of 280/176. Additional details regarding the events and the drug in the pump at the time of the events were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.